Manufacturer narrative:
Product event summary: the lead was not returned but performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016 ventricular tachycardia non sustained episodes with evidence of lead noise oversensing. The analyst commented that beginning (B)(6) 2016, ventricular sensing integrity counts up to 971. A right ventricular lead integrity alert was triggered. The analyst commented that the warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Concomitant product(s): d364drg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the atrial lead exhibited noise and were fractured. The leads were unable to be explanted due to stenosis. The rv lead was capped and replaced. The atrial lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.